Manufacturer narrative:
2.3 date of event is approximate, year of event is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is in a state of ¿systemic vascular failure, characterized by critical hypoperfusion and hemodynamic instability.¿ there was no serial surveillance angiography (dsa) performed at 3, 6, and 12-month intervals. Non-diagnostic CT scans were performed. However, metallic artifact prevented monitoring of the pipeline vantage internal lumen during a period of active vascular progression. It was indicated that there was ¿failing hardware and active neurological deficits¿ for three years. The pipeline vantage was implanted on (B)(6) 2024 in the right vertebral. It was reported ¿-cont dapt "[dual antiplatelet therapy]" post pipeline stent¿. The patient spent an additional 36 minutes in critical care time spent, as ¿this is a high severity, acute illness with risk deterioration including death and permanent disability.¿ the pre-procedure diagnosis was a right vertebral aneurysm, and the post-procedure diagnosis was the same as the pre-procedure diagnosis. The procedure performed was pipeline treatment of the right vertebral aneurysm. From the customer¿s reports, on (B)(6) 2024, a cta of the head and neck with intravenous contrast was performed and compared to a prior head and neck cta on (B)(6) 2024. The clinical history was left-sided numbness. Axial cta images of the head and neck were performed with intravenous contrast in the arterial phase. Coronal and sagittal reformatted images were generated and reviewed. 3-d mip reformatted images also reviewed. Nascet criteria were used in assessment of stenosis. All CT scans at this facility use dose modulation, iterative reconstruction and/or weight-based dosing when appropriate to reduce radiation dose to as low as reasonably achievable. The common carotid arteries showed no significant stenosis, dissection, or occlusion, and the external carotid arteries were patent. The internal carotid arteries demonstrated stable dissections of the distal right cervical ica measuring 4 × 4 × 6 mm. There was stable appearing dissection in the high right cervical ica just proximal to the petrous canal measuring 5 x 4 x 5 mm. There was no occlusion. The vertebral arteries showed a dissection flap in the left v3 segment of the vertebral artery, questionably seen on prior exam. There was no vascular occlusion. There was interval placement of a vascular stent in the right v4 segment of the vertebral artery. The stent and vessel appears patent left vertebral artery appears unremarkable. The head CT of the anterior, middle, and posterior cerebral arteries demonstrated no significant stenosis, occlusion, or aneurysm. A left fetal pca (posterior cerebral artery) was noted. From the customer report, on (B)(6) 2024 during a physician consultation, the findings of the CT were reviewed and the finding of th e v3 segment on the left was there before. Furthermore, the patient¿s symptoms of forgetfulness, confusion, getting lost, off balance, and hand tremors have nothing to do with the findings of an aneurysm and that the patient could go home. An ECG was performed showing a heart rate of 91 beats per minute with a regular rhythm. The qrs axis was normal, the pr interval was normal, and the qrs interval was normal. No q waves were present, the t waves were normal, and no st changes were noted. The clinical impression was a normal ECG. On neurologic examination, the patient was oriented to person, place, and time. Cranial nerves ii through xii were normal as tested. Cerebellar function was intact with normal finger-to-nose testing. Motor strength was 5/5 in all extremities, although a fine tremor was present. Psychologically, behavior and mood were pleasant and cooperative, with some anxiety noted. In addition, the customer stated that they are experiencing transient facial asymmetry, aphasia (speech glitches), and vertical oscillopsia (visual shifting), indicating active cerebral distress. From the customer¿s reports, on (B)(6) 2025, cta head and neck with contrast was performed and compared to (B)(6) 2023 head cta. The patient was being treated for an aneurysm, ica (internal carotid artery) dissection, vertebral artery dissection/ abdominal aortic pulsation. The patient did take prep for allergy. Noncontrasted scout images and bolus tracking was performed. During the intravenous administration of 75 ml omnipque 350 iodinated contrast, CT angiogram of the head and neck was performed. 3-d postprocessing was performed with multiplanar reformats and maximum intensity projections or volume renderings of the angiographic data. The cta of the neck showed that the right common carotid, carotid bifurcation, and internal carotid artery were patent. There was no significant stenosis or atherosclerosis at the right carotid bifurcation. There was irregular cervical right internal carotid artery with appearance of dissection flaps and associated pseudoaneurysms. The pseudoaneurysm was projecting medially from the right internal carotid artery which measures approximately 5 mm transaxial over a craniocaudal length of 13 mm. Additional medially projecting pseudoaneurysm more superiorly just below the skull base measures 4 mm cranial caudal and 5 mm transaxial. This more superiorly located pseudoaneurysm appears similar to the prior head cta, the more inferior pseudoaneurysm below the field of view. The cta of the neck showed that the left common carotid, carotid bifurcation, and internal carotid artery were patent. There was no significant stenosis or at herosclerosis at the left carotid bifurcation region. There were irregularity and enlargement of the left internal carotid artery which does not have a visible dissection flap but is dilated to approximately 7 mm which appears similar to prior where partially visualized on prior. The cta of the neck showed that the vertebral arteries were found patent. There was mild irregularity of the bilateral vertebral arteries at the second and third segments. There is a small branch vessel which appears to be a muscular branch extending off of the left second segment. No definite pseudoaneurysm or dissection flap although there was mild bilateral irregularity. The cta of the neck showed there was mild to moderate degenerative changes of the cervical spine. There were small bilateral subcentimeter thyroid nodules and multiple small pulmonary nodules in the right upper lobe up to 3 mm. These have a mildly clustered distribution. The head cta shows that since the prior cta, there has been placement of stent devices involving the intradural right vertebral artery which extends across the region of the aneurysm. There was no visible aneurysm filling. The right pica (posterior inferior cerebellar artery) has a relatively proximal origin proximal to the dural ring and is patent. It was reported there was predominantly fetal left pca (posterior cerebral artery) with hypoplastic/absent left p1 pca. Contrast was not able to be visualized within the stent due to the stents, although appears patent proximal and distal to the stents and is presumed patent. The customer reported systemic multi-vessel vascular failure including unmonitored v2, v3, and v4 vertebral dissections. The customer reports that they were experiencing extreme pain in the skull base and neck, severe pain behind and above right eye, and blurry vision in right eye. Also suffering from aphasia, confusion, full-body paresthesia, severe body shaking, syncope, left-sided chest pain, numbness/tingling in limbs, and projectile vomiting secondary to the head/neck pain. They are hemodynamically unstable and is not anxiety but rather a mechanical vascular failure. The patient has a history of fibromuscular dysplasia (fmd). Their intracranial stents have been failing since (B)(6) 2024 (which resulted in multiple ER visits for transient ischemic attacks (tia)/strokes that were discharged as "anxiety"). Due to a lack of required surveillance, they now have systemic vascular injuries, including bilateral carotid injuries, a dissection proximal to the stent with stenosis, and unchecked v2, v3, and v4 failures. The patient is allergic to contrast dye and requires prednisone and benadryl prep prior to imaging. The patient is malignant hyperthermia susceptible. Due to fmd, the patient¿s vessels are extremely fragile and require ultrasound-guided IV placement. This single IV must be used for both blood draws and the CT scan contrast. The patient requires a full diagnostic workup with contrast.